Manufacturer narrative:
H3:product analysis :evaluation determined that the reported allegation of ring came off being confirmed. The likely cause of the failure was due to burr tool wobbling that damaged the tip bearing and led to detachment of component parts. The complaint status is updated as the complaint is in scope of remediation under CAPA #672570¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there is a possibility that the ring came off. At the time of report the patient impact /involvement was unknown. Additional information received on follow-up there is no patient or staff impact.